Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that the driver was returned with the cable causing the driver to display intermittent power issues. The power cable was replaced to correct the issue. The driver was tested, functioned properly and met design specifications.

Event description:
The customer requested service and repair for the driver because the power failed during a breast biopsy. There were no patient consequences reported.